Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with dialysis unknown. The customer states that a catheter fell out of the patient in (B)(6) 2013.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.